Event description:
It was reported the device exhibited non-sustained oversensing due to post-paced t-wave oversensing. No programming changes were made at this time, and no patient symptoms were reported.